Event description:
A consumer reported a shocking sensation, overstimulation, and loss of therapy. The patient noted that their implantable neurostimulator (ins) was not working. The battery was charged and the programmer showed that it was on but the patient was not feeling stimulation or getting pain relief. Before the ins stopped working, they were getting overstimulation. All of a sudden it would go completely out of control and shock them intermittently. There were no trauma or falls that could be related. The patient was previously shown how to do the antenna locate (al) feature. It was noted that the change in therapy was sudden. The patient asked their doctor to remove the ins because it wasn't doing any good. Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep) indicated the ins wasn't working. The ins was indicated for failed back syndrome and non-malignant pain.

Event description:
Additional information received from the manufacturer representative (rep) reported that no troubleshooting was done to resolve the reported issue. It was noted that the patient didn't want to set a time to meet with the rep. The patient was reaching out to the doctor's office to have the system removed and had no interest in keeping it implanted. At this time, no appointment was scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.